Manufacturer narrative:
The internal battery pack of the ventilator was found to be five years old, and no longer holding charge for expected run time. The IFU (and the label on the battery itself) tells the user to change this battery every two years. The ventilator was manufactured in 2013, and has never been sent back to the factory for proper pm / service / calibration.

Event description:
Transport ventilator "is said to have stopped working during patient transport." Still trying to obtain incident details. Not clear yet if the ventilator was actually applied to a patient at the time.

Manufacturer narrative:
The internal battery pack of the ventilator was found to be five years old, and no longer holding charge for expected run time. The IFU (and the label on the battery itself) tells the user to change this battery every two years. The ventilator was manufactured in 2013, and had never been sent back to the factory for proper pm / service / calibration. After speaking multiple times to two contact people at the facility, bio-med devices was unable to obtain any more information to fill out the description of the original complaint scenario. No more user contact names were made available to us. The root cause was obvious and straightforward. This is a final report and no more information will be forthcoming (unless requested by FDA, of course).

Event description:
Transport ventilator "is said to have stopped working during patient transport." Not clear if the ventilator was actually applied to a patient at the time. There was no patient injury.